Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - theater stock controller. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation (B)(4) has been referenced in section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy. There was no patient harm. Additional information was received on 17may2021: the procedure performed was an angiogram using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was unknown if a pre-deployment angiogram was performed. There was no blood loss. The patient condition was stable. The procedure was successful. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure mode that the user experienced as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).